Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 patient reported that infusion set fell off during use. The infusion set was in use for 8 hours. Blood glucose at the time of event was 14.6 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.